Manufacturer narrative:
The evaluation of the returned device has not yet been completed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported that jaws of the device were blocked and the handle was unusable. No other information regarding the procedure was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned a pk-cf0533 pk cutting forceps for evaluation. The device was returned in the original tray with tyvek lid with the jaws open and latch on. Upon inspection of the returned device, no physical anomalies were noted. The jaws were intact and in good condition. The device appeared visibly used, the distal end was covered in coagulated tissue. The jaws opened and closed smoothly and the blade extended and retracted as intended. The jaws were well aligned, meshing together with no visible deformation. The shaft was straight and free from damage, spinning freely with use of the thumbwheel. The latch functioned in both the on and off conditions. The handle was intact with no signs of damage. The device was tested with an olympus esg-400 generator on default settings. The device activated as designed, energizing both jaws. The user's complaint was not confirmed as the device operated as designed during functional testing including the actuation of the jaws and handle in multiple orientations. The reported failure could not be replicated. For this reason the root cause of the reported failure cannot be determined.